Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site. Found an intel driver error message was appearing when unplugged from the wall outlet, before the uninterruptible power supply (ups) transferred power. Replaced the ups and the system functioned as expected. The replaced ups has been received by the manufacturer for evaluation, although analysis is not yet complete. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that the imaging system mobile view station (mvs) displayed an "intel error." There was no patient present when this issue was identified. No additional details were provided.

Manufacturer narrative:
The hardware investigation of the returned uninterruptible power supply (ups) assembly found that the reported event was related to an electrical issue. The ups powered on with the returned batteries. After charging returned batteries for at least 6 hours a 5 min load test was performed with the returned batteries. The ups did not pass the 5 min load test with 0 min 51 sec. The tester installed test batteries and charged for at least 6 hours. Then the tester performed a 5 min load test, and the assembly passed with a time of 5 min 20 sec. The test batteries were removed and new batteries were installed and charged for at least 6 hours. A 5 min load test was run on the new batteries and the ups. The assembly passed with a time of 5min 15 sec. The returned batteries were unable to hold charge. The reported event was confirmed.